Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Concomitant product: bd phaseal. Although requested, patient demographics not provided.

Event description:
It was reported that the tubing set unintentionally disconnected at the phaseal connection. There are reports of several of these events and some prior to the phaseal changes. The event occurred at the oncology unit. Although requested, no additional information was provided.